Event description:
A registered nurse (rn) sent the admixture back to us saying that the line would not run downstream occlusion brought the admixture back up and tried to see if the line would flow nothing would flow past the spiros. Rn had to change out the line completely with a new spiros. No patient harm. Manufacturer response for spiros cap, spiros closed male luer w/red cap (per site reporter): unknown.